Manufacturer narrative:
Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise, penetrate the tissue in order to collect a specimen. Although registration was reported as being difficult, the physician was able to obtain a CT-to-body divergence within specification (< 10 mm) for this case and the case immediately following. The inreach system was demonstrated to be working during and after the reported case, as shown through successful registration results, and no reported sys errors. The case following this reported case had a divergence result of 3.5mm (specification: < 10 mm) and a successful navigation to target and biopsy.